Event description:
It was reported that, the patient had been experiencing insulin leakage from the cartridge for the past month and was encountering the issue again. Upon returning home, the patient replaced the cartridge. The patient stated that the leakage was contributing to elevated blood glucose levels. The patient noted that the previous cartridges had come from one box, and although a new box was opened, the problem persisted. The lot number for the current box was provided. The patient observed a bubble in the cartridge, and the agent instructed the patient to remove the bubble using a needle and syringe, as it would prevent proper insulin delivery. The patient expressed frustration and ended the call, stating the conversation was not helpful. The agent offered to follow up in 90 minutes to check on blood glucose, and the patient agreed. Subsequent attempts by the agent to follow up were unsuccessful, as voice communication was not set up. The agent left multiple text messages over the following days to check on the patient¿s status and encourage a return call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.